Event description:
Per cnf, it was reported that: energization was attempted using rf needle, but energization could not be performed. It was not resolved despite replacing the cable, so the catheter was replaced. After the catheter was replaced, bb was completed successfully. When preparing the farawave, it could not be properly deployed into a flower shape. The resistance was also severe when inserting the guidewire, so the farawave and guidewire were replaced. After replacing, the procedure was completed successfully. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no patient injury first time the unit was used: tested prior to use: used before expiry date: generator used ablation: catheter used other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Per cnf, it was reported that: energization was attempted using rf needle, but energization could not be performed. It was not resolved despite replacing the cable, so the catheter was replaced. After the catheter was replaced, bb was completed successfully. When preparing the farawave, it could not be properly deployed into a flower shape. The resistance was also severe when inserting the guidewire, so the farawave and guidewire were replaced. After replacing, the procedure was completed successfully. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no patient injury first time the unit was used: tested prior to use: used before expiry date: generator used ablation: catheter used other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. Microscopic examination of the guidewire's distal weld and proximal weld did not reveal any anomalies. Both welds were intact. A fingerpull test was performed on the returned guidewire and passed. No damage was noted on the returned guidewire; however biological material was noted on the proximal weld. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ""device does not meet user expectation" appears to have impacted on the event as reported. The root cause is unconfirmed: no problem detected. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "no product defect: no product defect". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.